Event description:
Customer tested 192 mg/dl on the accu-chek inform sys compared to a lab result of 23 mg/dl. Customer tested 5 mins later on the inform sys with results of 255 mg/dl. Location of testing was the hosp. Qcs were run and within range. No pt treatment was given or delayed in conjunction with meter results. No adverse event was reported. A request was made for return of the suspect prod and a replacement was sent.